Event description:
The customer received questionable estradiol (e2) results for four patients on their modular e-module, serial number not provided. Repeat testing was performed on a new reagent pack. Rack pack calibration was not performed prior to the event. The date of this event is unknown as the customer refused to provide the information. The first patient's initial e2 result was 1338 pg/ml. The repeat result was 479 pg/ml. The second patient's initial e2 result was 371 pg/ml. The repeat result was 95 pg/ml. The third patient's initial e2 result was 752 pg/ml. The repeat result was 276 pg/ml. The fourth patient's initial e2 result was 258 pg/ml. The repeat result was 40 pg/ml. The customer stated "as the customer found the questionable results before reporting to the doctors, there were no clinical incidents". However it is unclear if the results were reported or if there were any adverse events. The customer has refused to provide the information. The affected e2 reagent pack was investigated. The signal intensity of the returned material for calibration level 1 and 2 were significantly lower than the retention material. A tiny piece of paper was found in the mp reagent bottle.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Production documentation does not provide any indication of contamination of packaging or similar material or any incidents which could have led to the paper contamination that was observed. There are at least 6 potential sources for contamination. However the particle cannot be assigned to any of these sources. Successful clean room monitoring without any irregularities is available for all production steps for the production period of the batch concerned. The cause of the contamination remains unknown. The employees have been informed about the complaint and advised of the hygiene regulations. The theoretical critical points at the filling system and during preparation have been highlighted and attention has been drawn to such inconspicuous contamination.

Manufacturer narrative:
The discrepant results were not reported outside the laboratory.